Event description:
It was reported that the venous probe had a sv02 reading failure (due to a damaged cable). The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous probe had a sv02 reading failure (due to a damaged cable). The cardiohelp was exchanged during treatment. No harm to any person has been reported. The event was deemed as reportable as the cardiohelp was exchanged, which is a potential risk for the patient. The field service technician (fst) confirmed that a quotation was send to the customer to replace the venous probe cable with article number: (B)(4). As soon as the quotation is signed, the cable will be replaced. Further, it was confirmed by the fst, that there were no visible damages on the cable. Another venous probe cable was investigated by getinge life-cycle-engineering with the following outcome: the root cause is a broken solder joint found in the inside of the cable. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. The device was manufactured on 2020-05-28. The review of the non-conformities has been performed on 2024-06-10 for the period of 2020-05-28 to 2024-05-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "venous probe had a sv02 reading failure (due to a damaged cable)" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-05-29 till 2024-05-29)the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.